Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer's location. There was no observation of structural damage to the stretcher and it was operating as intended. The contributing factor to the incident is being associated with unintentional use error.

Event description:
It was reported while unloading the patient from the ambulance the medic at the head end of the stretcher allegedly released the stretcher from the safety hook prior to the foot end medic fully lowering the head end legs and the stretcher rolled off the deck of the ambulance and tipped. The patient allegedly sustained an abrasion to the left elbow and complained of arm and lower back pain. The patient was evaluated at the hospital but no further details were provided.

Event description:
It was reported while unloading the patient from the ambulance the medic at the head end of the stretcher allegedly released the stretcher from the safety hook prior to the foot end medic fully lowering the head end legs and the stretcher rolled off the deck of the ambulance and tipped. The patient allegedly sustained an abrasion to the left elbow and complained of arm and lower back pain. The patient was evaluated at the hospital but no further details were provided.